Event description:
Customer reported unexpected forward abo typing results with donor units when testing was peformed on their galileo instruments.

Manufacturer narrative:
The customer reported in increase in the number of abo discrepancies with known type a units resulting as type ab. No troubleshooting was performed by the customer. An immucor service engineer performed maintenance on both insruments. The pipettor needles were re-aligned; the pipettor slides and rails were cleaned and lubricated; the galileo unexpected reactions checklist and reagent qc were performed successfully. Forward abo typing was performed on multiple samples. The expected results were obtained. The instruments are operating as expected.